Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2, -9.50/+1.00/85 (sphere/cylinder/axis), implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018, the lens was explanted due to glares and haloes. It was reported that the patient has recovered and there is no more problems.